Event description:
Introducer system was being used to gain vascular access in the pt's groin for an arteriogram/angioplasty procedure. The groin site was extremely scarred and attempts to gain access with another MFR's introducer system prior to this one were unsuccessful. Upon removal of the introducer the radiopaque (ro) marker detached and remained on the guidewire. Retrieval of the ro marker utilizing a balloon catheter was uneventful. There were no pt complications involved. The device has been destroyed by the user facility and will not be returned for eval. Therefore, no failure analysis will be available. Follow up revealed this pt's scar tissue at the puncture site made gaining access difficult. Therefore, co believes pt's anatomy contributed to this event and does not attribute it to the device.